Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The pump was microscopically inspected and body fluid contamination was noted. The pump was not functionally tested due to the contamination. The pump passed the leakage testing. Cylinder 1 had wear at a fold in the middle of the device. The outer tube had holes in the distal end from a sharp instrument. The cylinder passed the leakage testing. Cylinder 2 outer tube had holes and a tool mark in the distal end from a sharp instrument. The cylinder passed the leakage testing. The reservoir passed visual inspection and leakage testing. Based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established was chosen.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to an unknown mechanical issue. The device was removed and replaced. There were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to an unknown mechanical issue. The device was removed and replaced. There were no patient complications.